Event description:
Two and a half years of menstrual pain, physical and mental health declines, vision decrease hair thinning, developed autoimmune disease. Gum disease, large cysts, fibroids, weight gain, gerd, heartburn, and full hysterectomy to only resolve 1.3 of the issues.